Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, "fluids in stomach", and was unconscious; cause was not known. Customer was found unresponsive by family member who called 911 (emergency services). Paramedics administered fluids; nature of fluids was not provided, and transported customer to the emergency room via ambulance. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.